Manufacturer narrative:
Product analysis: analysis was able to confirm the reported two broken knobs, and the device failed incoming functional testing. Analysis also noted that two knobs were missing, the upper case was broken, the lower case was damaged, the hanger assembly and o-ring were missing, and the output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had two broken knobs. High volume and high output was also noted. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.